Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The device was evaluated and it was noted that a piece of cutter device was stuck inside the attachment device and it could not accept the cutter. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. It was determined that a full assessment of the device could not be performed due to the condition of how the cutter was received. It was observed that a piece of the cutter broke off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not returned. It was determined that the cutter was fractured because it was removed with force. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that a piece of cutter fragment was stuck inside the attachment device and it could not accept the cutter. It was noted in the service order from (B)(6) that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.